Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery became hot to touch when plugged into a power source to charge and during use. Additionally, it was reported that the pump battery charged slower than expected. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified. No failure related to the reported hot to touch issue was identified.